Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse. This was observed during patient infusion. The device was filled with 6000mg cefazolin in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured from october 14, 2021 - october 15, 2021. H10: the device was received for evaluation containing approximately 186ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.